Event description:
Based on the report, the product was returned as an implant failure because of infection and mobility of the implant. The patient had good oral hygiene and moderate bone condition. The patient has no medical history. The fixture was placed with a traditional 2 stage surgery in tooth location number 14. A single prosthetic attachment was used. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of mobility. The patient outcome was reported as recovered with no complications.

Manufacturer narrative:
Conclusion: the implant came back with the abutment and the crown still in place and hence could not inspect the internal dimensions. The crown was not removed as doing so would damage the fixture and would not be possible to inspect it. Based on inspection results and the DHR review, the returned product has been found to be within specification. The implant failed most likely due to infection. The overall success rate for dental implants is about 95 percent. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, infection, patient oral hygiene, or patient behavior.